Event description:
It was reported by the rep that the (1) 355ld was used during a laparoscopic nissen fundoplication procedure. It was reported that the 5mm gasket broke during the procedure causing a pneumo leak. There was no consequence to the pt. 7/30/1999 the case was completed using another instrument.